Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm issue was verified. Additionally the alleged occlusion alarm issue was verified in the pump logs, however, no failure was identified. Additionally, the cgm graph issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Additionally, an occlusion alarm occurred. The customer changed the pump supplies to resolve the issue. Additionally, data points were missing from the continuous glucose monitor graph. Reportedly the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose was 150mg/dl.